Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 2 years 1 month before it fractured, which was manufactured in february 2014 and has been used in an unknown number of surgeries. The fractured tasps in this complaint were manufactured before the design modification.the device fractured because the product tray fell over in van and contents spilled. Other trays fell on contents. Tasp was broken when retrieved from van floor.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It is likely that the device fractured because the product was mishandled.